Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "at 1400 on (B)(6) the bedside rn found that the lumen of the brown distal line of the patients mac introducer was cracked. This was found when the bedside rn attempted to flush the distal line and the saline from the flush leaked through the crack in the line. The rn had previously accessed this lumen at 1200 with no issues. The line was removed on (B)(6)." It was reported there was no injury to the patient. No medical intervention was required. The patient had an elevated temperature the day of and after the cracked lumen was found. There was a physician order placed not to use that lumen, and then the line was removed the next day. It was not pulled immediately as it has a pa catheter through it, so it wasn't discontinued until the pa catheter was no longer needed. Patient was ultimately discharged home with no apparent harm from the event.

Event description:
The complaint is reported as:"at 1400 on 7/13 the bedside rn found that the lumen of the brown distal line of the patients mac introducer was cracked. This was found when the bedside rn attempted to flush the distal line and the saline from the flush leaked through the crack in the line. The rn had previously accessed this lumen at 1200 with no issues. The line was removed on 7/14."it was reported there was no injury to the patient. No medical intervention was required. The patient had an elevated temperature the day of and after the cracked lumen was found. There was a physician order placed not to use that lumen, and then the line was removed the next day. It was not pulled immediately as it has a pa catheter through it, so it wasn't discontinued until the pa catheter was no longer needed. Patient was ultimately discharged home with no apparent harm from the event.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l catheter for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal extension line contained several vertical and horizontal cuts, as well as stress marks, about halfway down the body. The damage appears consistent with repeated use of the extension line clamp in one location. Additional deformation of the extension line was observed closer to the juncture hub. The catheter length measured 100mm, which is not within the specifications of 207-213mm per product drawing. Additionally, the appearance of the returned device does not match the device displayed in the product drawing. Therefore, the wrong material number may have been reported, or the wrong sample may have been returned. Functional inspection was performed per the reported kit IFU which states "prepare the central venous catheter for insertion by flushing each lumen and clamping or attaching injection caps to the appropriate extension lines, as required." Both extension lines were flushed using a lab inventory 10ml syringe. Water exited out the holes in the distal extension line. A manual tug test confirmed the proximal extension line was fully secured onto its respective luer hub. The IFU provided with the reported kit warns the user, "precaution: to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak during use was confirmed through complaint investigation of the returned sample. The distal extension line was observed to have multiple jagged cuts in its body consistent with repeated clamping of the extension line in one location. During dimensional analysis, it was revealed that the returned product does not match the reported part number; therefore, either the wrong part number was reported, or the wrong sample was returned. Based on these circumstances, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.